Event description:
Caller reported he noticed a leak in the infusion set one week ago. Caller stated the issue occurred in the area of the connector. Caller reported he noticed the issue because of an insulin smell. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.